Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Ultimately, the pump was reset and customer will continue to use current pump for insulin therapy.